Event description:
Oiympus received a report from the customer indicating that the single-use sphincterotome knife wire was found broken during procedure preparation. However, during the device evaluation, mucus was discovered on the subject device, confirming usage. Consequently, the customer¿s report of the broken knife wire is considered a reportable malfunction as a result of the device investigation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initially reported event, as well as the results of the investigation. A device evaluation and a review of the instructions for use (IFU) were conducted during this investigation. The subject device was returned and evaluated. As noted in b5, mucus was discovered on the unit, confirming device usage during the customer¿s original allegation. However, the customer¿s alleged failure proved to be false as the inspected knife wire was not found fractured. Though, evaluators did note that the distance between the cable plug end and the exposed section of the knife wire was in a conductive state. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.